Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction of the device shutting down was observed. However, a soft reset was not observed and was unable to be duplicated. The a/c charger board and system board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device shut down and restarted on its own. Complainant indicated that there was no patient involvement in the reported malfunction.